Event description:
During an atrial fibrillation procedure, the ensitex amplifier and dws were not communicating which caused a delay in the procedure. The amplifier and dws were rebooted several times, everything on the front of the ensite x was unplugged, and the optic fiber was replaced with no resolution. The green led was still flashing after a successful auto-test. The ensitex was switched off, the power cord was exchanged, the magnetic field frame was unplugged and the dws was turned off. The dws was started and the ensitex amplifier was turned on; however, the green light was still blinking. Later, everything was unplugged and switched off, the small dongle that connects the tactisys to the ensitex was removed. The ensitex and dws were restarted, connection was possible and the green light was no longer blinking.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.